Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The analyst also noted: iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Please see (B)(4) for further explanation.

Event description:
It was reported that during implant the right ventricular (rv) lead pin was placed in the header and kept coming out during a tug test. After several attempts of tightening and loosening, the physician was no longer able to engage the wrench into the set screw. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.